Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer¿s test strips were requested, but the test strips are no longer available for return. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. The meter and laboratory measurements were at "approximately 1:15 p.m." The patient's meter inr result was 5.7 inr, and the patient's laboratory inr result was 2.5 inr. The patient's therapeutic range is 2.0- 3.0 inr.